Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced a blood glucose (bg) displayed as "low" on cgm; cause was not known. Customer consumed carbohydrates to address bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.